Event description:
A 74 year old male patient following pars plana vitrectomy with an ophthalmic system and viscoelastic during postoperative optical coherence tomography demonstrated the patient had a disruption of retinal microstructural layers, including the external limiting membrane and inner segment/outer segment junction and patient received with medical intervention. Current patient condition was unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Literature report citation: patel sb snyder me, riemann cd, foster ER, sisk ar short-term outcomes of combined pars plana vitrectomy for epiretinal membrane and phacoemulsification surgery with multifocal intraocular lens implantation. Clinical ophthalmology. 2019.13. 723-730. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.